Event description:
During a laparoscopic cholecystectomy procedure the safety shield did not retract properly. The surgeon used another instrument to complete the procedure. No pt injury reported. Expiration date 10/31/2001.